Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose level was 410mg/dl. Customer states he treated using a manual injection and that he has been having issue with his set. Troubleshooting was performed and customer was advised to change sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.